Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during a nephrostomy procedure, the distal tip of the cope stainless steel mandril wire guide broke. The physician utilized a device from another supplier to complete the procedure with no adverse events or additional procedures necessitated stating there were no clinical consequences to the patient. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Further review and discussion of the record prompted a reassessment of the root cause. The possible root cause of this complaint was determined to be use error. The instructions that come with the wire guide warn that manipulation of the wire through the needle or removal of the wire through the needle can cause damage to the coil. It could not be confirmed in this instance whether the guide was withdrawn through the needle.

Event description:
No new event description information to report at this time.